Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that, during a right shoulder cuff repair surgery, the anchor just pulled out. There was no harm for patient, operator or third party. The surgery was finished successfully with a different device. The surgeon switched to another surgical technique. It was not necessary to do a second surgery.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-3653tsp serial/batch number (B)(6) was received for investigation. Functional testing was not performed as it is not applicable to this device. Visual inspection of the returned device revealed no problems with the inserter. However, the evaluation showed that the sutures in the anchor system were frayed. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.